Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis could not confirm the customer comment that there was a knob broken off the device. However, it was noted that the upper case was dented, the battery drawer would not open without batteries in it, the output connector assembly was broken, the keypad was scratched, and the hanger assembly was bent. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a knob was broken off the external pulse generator (epg), and has been returned for repair. There was no patient involvement. It was further reported that the returned external pulse generator (epg) subsequently tested out of specification during manufacturer¿s analysis.